Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he opened up 2 exeter stems during the same case which were marked and damaged. The first had what looked like a thumb print on it. The second appeared to be scratched and dusty. Both devices were of the same lot number. A third device of a different lot number was used to complete the case. There was a short delay while another device was opened.

Manufacturer narrative:
An event regarding staining and residue being present on an exeter stem was reported. The event was confirmed however it was not determined by the supplier to be a manufacturing related issue. A visual inspection of the returned device was performed as part of a material analysis which noted: the exeter v40 stem femoral component. On visual examination, residue was observed on the stem. Stereo-microscope examination of the stain shows the residue observed. Two types of residue were observed, a grey residue and light brown residue surrounded by grey residue. The grey residue was the main residue observed. A material analysis of the returned device concluded: review of exeter v40 stem femoral component confirmed residue on the femoral stem. Characterisation using stereo microscopy, electron microscopy and infrared spectroscopy confirmed two types of residue, a biological material comprising of carbon, calcium, phosphorus and oxygen which would indicate bone and carbon based grey residue. Medical records received and evaluation: not performed as no adverse consequences to the patient were noted and no medical records were provided. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The investigation performed by the supplier concluded: after final cleaning the parts enter directly in the cleanroom. During the packaging step there is a 100% visual inspection of the stems when they are put in the inner blister. No agents of the ones found in the mar are used in cleanroom. No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
The surgeon reported that he opened up 2 exeter stems during the same case which were marked and damaged. The first had what looked like a thumb print on it. The second appeared to be scratched and dusty. Both devices were of the same lot number. A third device of a different lot number was used to complete the case. There was a short delay while another device was opened.